Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide devices using the pre-close technique via a 8f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the first proglide was successfully placed. However, the second proglide could not be placed due to the second proglide becoming entangled with the sutures of the first proglide device. In order to remove the second proglide, the sutures had to be cut. The sutures of a third proglide device were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of the first and third devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported device entrapment could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.